Event description:
The complainant has reported that the pt (age and gender unknown) underwent therapeutic placement of a malecot nephrostomy catheter in 2005. Some time after the initial placement of the nephrostomy catheter, the patient did follow up with the clinician. The patient then obtained a second opinion by another physician at another facility - details of which are unknown. About one hand half months later an attempt to remove the device was made at another facility through the interventional radiology department. During this attempt to remove, the device broke at the junction of the tube and the malecot. Surgical removal of the broken device was performed twelve days later. Additional information provided by the complainant indicates that the catheter had ingrown into the kidney pelvis. The nephrostomy catheter was removed percutaneously same day. The patient condition is noted as `ok'. No further information is available.